Manufacturer narrative:
(Approximate age of device ¿ 25 months): corrected information. A direct relationship between the device and the reported event could not be determined as the device was not returned to the manufacturer. It was reported that the patient remained ongoing on vad support following the event and based on the information from the device tracking system, the patient expired on (B)(6) 2014 due to cancer and the pump was not explanted. No further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital from (B)(6) 2014 for shortness of breath and hemoptysis. The patient's inr was 5.5 at the time of admission. The patient's coumadin was held until his inr was within normal limits. The patient was also given diuretics. The patient reportedly has adrenal cell carcinoma.